Event description:
It was reported that while in use on a patient, this 840 ventilator suddenly stopped working and "stopped supplying air" to the patient. The unit generated an alarm, the alarm light was flashing, and the screen displayed a "system error." The patient's oxygen decreased, and had rapid breathing and was immediately removed from the ventilator and given artificial assisted breathing with a simple respirator then placed on an alternate ventilator without injury.

Manufacturer narrative:
Patient information could not be provided due to the china personal information protection regulation. Serial number was not provided after good faith effort attempts. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that while in use on a patient, this pb840 ventilator suddenly stopped working and stopped supplying air to the patient. The unit generated an alarm, the alarm light was flashing, and the screen displayed a "system error". This event was reported from the adverse reaction event center of shanghai, rather than reported directly to medtronic by the customer. No product was returned for evaluation or made available to medtronic. There is insufficient information about the failure and contributing cause after goof faith efforts have been made. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.